Event description:
It was reported by the customer that during a routine check the cs300 intra- aortic balloon pump (iabp) unit's screen flickered. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit. The fse noted that there were no logs in the iabp log files associated with the reported issue, but was able to confirm a faulty cable in display, when troubleshooting. To fix the issue, the fse replaced the cable,video receiver to lcd. The iabp was able to pass all tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.